Event description:
It was reported that in radiology during use of the ptd, the black tip of the catheter broke and a piece of the tip was left in the patient's avf. As a result, the md opened the lesion and removed the piece from the patient. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).